Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have continuous high blood glucose and was hospitalized. Customer's blood glucose was 368 mg/dl. Customer was wearing the device at time of hospitalization. Device had passed troubleshooting. Customer was advised the device will be replaced as a precaution. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip. The insulin pump passed the displacement accuracy test.